Event description:
The information provided to sjm indicated an angio-seal vip was selected for use and deployed in a reportedly suitable vessel with no calcification. The patient developed a hematoma at the deployment site in the right groin and thigh, and went into hypovolemic shock. An epinephrine IV and a bolus of normal saline were administered. Compression was held several times at the puncture site and a sandbag was used. Hemostasis was achieved using an application of a surgical hemostat. The patient presented in the emergency department 8 days later for pain in the right groin, a hematoma, and claudication. The hemoglobin level was 75 mg/dl. A right femoral pseudoaneurysm was diagnosed and treated with an injection of thrombin and a transfusion of 2 units of blood.